Event description:
This notification is being reviewed due to an allegation from the user of a dreamstation auto CPAP device the patient alleges there are black particles in the reservoir. The patient stated they clean the device by rinsing with distilled water daily. Medical intervention was not specified. If any additional information is received, a follow up report will be filed.